Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a small scratch on display screen. Customer states damage may have occurred at work. Customer's blood glucose was 73 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer was given instructions on how to return pump. No further info provided.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. (B)(4).